Event description:
It was reported when using the pyxis anesthesia es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer detached the mini drawer 1.1 tray from the engine, released the emergency lever from row one, pulled out the tray, removed the engine from the cavity, and pushed it out from the back. Subsequently, all components were reinstalled to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.